Event description:
The distributer noticed that the ampoule of the cement was broken when the cement was stored in the distribution center, when he noticed there had an unusual odor.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Product was discarded, if additional info becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.